Event description:
A report was received that during an ipg replacement (reported in MFR report #: 3006630150-2012-02434), the lead was damaged. The physician elected to leave the damaged lead inside the patient's body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4): additional information was received that there will be no further course of action due to non-device related medical issues.

Event description:
A report was received that the artisan lead was damaged during the ipg replacement.

Event description:
A report was received that during an ipg replacement (reported in MFR report #: 3006630150-2012-02434), the lead was damaged. The physician elected to leave the damaged lead inside the patient's body.

Event description:
A report was received that during an ipg replacement (reported in MFR report #: 3006630150-2012-02434), the lead was damaged. The physician elected to leave the damaged lead inside the patient's body.